Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The voltage check test failed. The failure was due to no voltage from the power supply. The failure was caused by a loose screw found within the power supply wedged in-between the heatsink adjacent to q3 and q4 and the chassis of the power supply. The screw produced an internal short causing f1 (fuse) to become open and leaving signs of pitting on the heat sink, loose screw and the chassis of the power supply. All screws and fasteners were present and secured. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be thermal damage on the power supply. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patients liberty select cycler would not turn on, the cycler was on earlier, but the power went off in the room. The power was restored, but the cycler would not power on. The outlet was changed, and the power cord was secured; however, the cycler would still not turn on. The cycler did not have any lights or make any noises. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal damage on the power supply was identified.